Event description:
This unsolicited case from united states was received on 14-dec-2017 from a healthcare professional. This case concerns 57 patients of unknown demographics received treatment with synvisc one and after unknown latency experienced normal type of reactions, normal type of reactions expected with synvisc-one except were more painful; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On unknown dates, the patients received treatment with intra-articular synvisc one injection (batch/lot number: 7rsl021; dose, frequency, indication and expiration date: unknown). On unknown dates, after unknown latencies, the patients had reactions but, were normal type of reactions expected with synvisc one except were more painful and would happen within one day of the injection. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event (ime) for device malfunction pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns 57 patients who has received synvisc one injection from the recalled lot and later experienced reactions but, were normal type of reactions and were more painful. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.